Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door kept failing while the nurse was pulling medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that tower door failed. A field service engineer (fse) replaced the micro switches on the latch, reassembled the components, and tested the unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.